Event description:
As initially reported by a non-healthcare professional, the consumer experienced eye pain and irritation after wearing the lens. The consumer visited a doctor and was diagnosed with corneal epithelial abrasion and corneal erosion. The physician also noted superficial punctate keratitis (spk). The consumer was prescribed diquafosol sodium ophthalmic solution eye drops as a moisture agent however, the frequency and duration of use were not specified. A follow-up visit was initially recommended. The consumer subsequently revisited the doctor, who confirmed recovery of the eye. No further follow-up visits were advised. The current status of consumer¿s eye was symptom resolved at the time of this report.

Manufacturer narrative:
H.3., h.6.: the complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).